Manufacturer narrative:
Reporting institution phone number,reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue multi measurement server x2. No information was provided whether sound was still coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer to evaluate the device in question. The customer had only one request of the (rse): they wanted a new speaker to replace the broken one. After philips ordered the customer a speaker assembly replacement, the component was ordered and shipped to the customer's facility for installation onsite. We conclude the customer has resolved the issue and that the device works as specified at the customer site. The device remains on site.